Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel sds with stent. There was contrast in the inflation lumen and blood between the balloon folds. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube. Microscopic examination presented no damage or irregularities to the tip. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damage or irregularities to the markerbands. The stent was secure on the balloon. Microscopic examination revealed that the proximal end of the stent was damaged. The stent struts were bunched, bent, flared, and overlapping struts. Microscopic examination presented no damage or irregularities to the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-march-2016. A 28 x 4.50 rebel stent was received with no reported device issue. However, returned device analysis revealed stent damage.